Event description:
(B) (4) has received a product/vendor quality report from one of our customers that alleged that the patient's husband states while the patient was getting out of the bed she fell resulting in serious injury to her foot. The patient was allegedly transported to hospital and received surgery. After the initial report was received, we have been contacting the customer for detailed info on the event, but no additional info has been provided to drive. Whether there was a malfunction in the product that caused the alleged patient fall is unknown. This MDR report is based on customer's quality report.